Event description:
The customer reported the device does not provide any measurement and the spco value are inaccurate. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed., corrected data: d1 brand name was corrected from kit, rad-97 pulse co-oximeter to rad-57 configurable pulse co-oximeter d2 product code was corrected from mwi to dqa d4 model # was corrected from 26243 to 25195. D4 catalog # was corrected from 9738 to 9216. G5 PMA/510(k) was corrected from k170168 to k080238.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device does not provide any measurement and the spco value are inaccurate. No patient impact or consequences were reported.